Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported the customer is replacing five pcu front cases with keypads because the keypads are not functioning. There was no patient involvement reported.

Manufacturer narrative:
The reported issue that the pcu front case with keypad had a keypad not functioning could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time; however bd has initiated a recall of the pcu keypad assembly in august of 2020 for the issues of unresponsive keys or stuck keys that induce a system error. The recall covered devices that were manufactured from 07apr2017 to the present. A CAPA was opened to investigate the keypad related issues. Device history: review of the sn (B)(6) service history record showed the device had a manufacture date of 04oct2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 02oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported the customer is replacing one pcu front case with keypads because the keypad is not functioning. There was no patient involvement reported.